Event description:
The patient contacted animas on (B)(6) 2013 reporting that the up and down arrow buttons were intermittently unresponsive and required multiple hard presses to elicit a response. The patient stated that the ok button was peeling. The reporter stated there was no trauma to the pump and no moisture ingress. The patient reportedly wore the pump under a garment and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad cover was returned torn over the ok keypad button. During testing, all the keypad buttons were responsive. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked display lens.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.